Manufacturer narrative:
Occupation is lay/patient. The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results on a coaguchek xs meter serial number (B)(4) compared to his physician's meter. The reporter stated the physician's meter looked like a coaguchek xs meter. At 09:47 a.m., the customer's inr result on his meter was 7.5 inr. At 12:00 p.m., the customer's inr result on his physician's meter was 2.4 inr. The doctor thought the result of 2.4 inr was correct. This result was within the customer's therapeutic range, so no medication adjustments were made. The customer's therapeutic range is 2.0-3.0 inr.